Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited sensing anomaly in the 40 milli seconds noise window. This ICD was explanted and replaced with different model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.